Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a repeat pulmonary vein isolation procedure, a cardiac perforation occurred. Following the second transseptal puncture, the agilis nxt introducer was being manipulated in the right atrium when it was noted outside of the pericardium. This was diagnosed using contrast and confirmed by echocardiogram. A pericardiocentesis was performed and the procedure continued with the patient remaining stable throughout. There were no performance issues with any sjm device.